Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03oct2020.

Event description:
The customer called into technical support (ts) reporting that the device¿s blower is not running. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the reported problem with the assistance of the manufacturer¿s remote technical support (ts) and confirmed reported problem. Ts advised to replace the blower. The customer states that replacing the blower resolved the issue and the unit passed all pvt testing and is back in service.